Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("any small remnants were removed as well") in a female patient who had essure (batch no. 632026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and epilepsy. Concomitant products included gabapentin (neurontin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), the first episode of abdominal pain lower ("abdominal pain/mid lower belly pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and the second episode of abdominal pain lower ("mid lower belly pain"). The patient was treated with surgery (B)(6) 2012; hysterectomy and bilateral proximal salpingectomy), surgery ((B)(6) 2012; hysterectomy and bilateral proximal salpingectomy), surgery (B)(6) 2012; hysterectomy and bilateral proximal salpingectomy) and surgery (B)(6) 2012 hysterectomy and bilateral proximal salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, dyspareunia, vaginal haemorrhage, allergy to metals and the last episode of abdominal pain lower had resolved and the device breakage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: as per medical records: insertion: left essure was first placed without difficulty. There was approximately four to six coils visible coming from the os when we were completed. The right essure device advanced further into the fallopian tube and no coils were visible, but we could see the end of the device extruding from the os. It was decided to leave that in place. Removal: the tubewas grasped just past the essure device and cauterized. The uterus was then grasped and sequentially morcellated and removed with particular attention that we got the essure devices. They were both identified at the conclusion. Any small remnants were removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("any small remnants were removed as well") in a female patient who had essure (batch no. 632026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and epilepsy. Concomitant products included gabapentin (neurontin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/mid lower belly pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and abdominal pain lower ("mid lower belly pain"). The patient was treated with surgery ((B)(6) 2012; hysterectomy and bilateral proximal salpingectomy), surgery ((B)(6) 2012; hysterectomy and bilateral proximal salpingectomy), surgery ((B)(6) 2012; hysterectomy and bilateral proximal salpingectomy) and surgery ((B)(6) 2012; hysterectomy and bilateral proximal salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, dyspareunia, abdominal pain, vaginal haemorrhage, allergy to metals and abdominal pain lower had resolved and the device breakage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical records: insertion: left essure was first placed without difficulty. There was approximately four to six coils visible coming from the os when we were completed. The right essure device advanced further into the fallopian tube and no coils were visible, but we could see the end of the device extruding from the os. It was decided to leave that in place. Removal: the tubewas grasped just past the essure device and cauterized. The uterus was then grasped and sequentially morcellated and removed with particular attention that we got the essure devices. They were both identified at the conclusion. Any small remnants were removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: migration of essure device, fallopian tube perforation, mid lower belly pain, anysmall remnants were removed as well added. Reporters, events outcome, concurrent condition, concomitant medication, lab data added. On 4-apr-2018: lot number, reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent hysterosalpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.